Manufacturer narrative:
Siemens filed MDR 1219913-2015-00033 reporting four samples from the same patient that were positive on the advia centaur xp toxoplasma g (toxo g) assay. The samples were negative on the advia centaur xp toxoplasma m assay. One sample was negative on an alternate toxoplasma igg method.siemens filed MDR 1219913-2015-00033 supplemental report 1 with initial results of internal testing.may 27, 2015 additional informationsiemens tested the sample for interference due to anti-nuclear antibodies (ana) or anti-mitochondrial antibodies (ama). Siemens tested the sample with an ana elisa assay. The ana-elisa measures the presence of anti-nuclear antibodies associated with systemic lupus erythematosus or a number of other autoimmune diseases. The sample yielded a qualitative negative response for the presence of anti-nuclear antibodies in this sample. The sample was tested with an ama elisa assay. The anti-mitochondrial m2 elisa measures the presence of autoantibodies formed against mitochondria, specifically m2 antigens (inner mitochondrial membrane antigens) associated with liver disease or other autoimmune diseases. The sample yielded a qualitative and quantitative negative result for the presence of anti-mitochondrial antibodies.in conclusion the sample was reactive with all three lots of advia centaur xp toxoplasma g tested in house. The sample does not contain ana or ama antibodies. There is no indication of a possible heterophilic antibodies. Based on the results of the investigation it appears to be an un-identified sample specific issue.

Event description:
Customer tested four samples from a patient since (B)(6) 2014 with advia centaur xp toxoplasma g (toxo g). The results were positive on all four samples. The samples were also tested on advia centaur toxoplasma m and the results were negative. The fourth sample was tested on an alternate method for toxo g and the result was negative. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp toxoplasma g results.

Manufacturer narrative:
The cause for the discordant advia centaur xp toxoplasma g (toxo g) results is unknown. Siemens has requested the sample for further investigation. The limitations section of the instructions for use states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for diagnostic evaluation of patient results." The interpretation of results section of the instructions for use states for samples which are anti-t gondii igg positive and anti-t. Gondii igm negative: "from these results, it cannot be determined whether the patient is or is not undergoing a reactivated t.gondii infection. It appears that the patient has been previously infected with t. Gondii. Infection may have occurred more than one year ago. If the individual has not previously tested positive for t. Gondii antibodies, confirm the result with a reference laboratory with experience in the diagnosis of toxoplasmosis."

Manufacturer narrative:
Siemens filed MDR 1219913-2015-00033 on february 4, 2015 reporting four samples from the same patient that were positive on the advia centaur xp toxoplasma g (toxo g) assay. The samples were negative on the advia centaur xp toxoplasma m assay. One sample was negative on an alternate toxoplasma igg method. On april 6, 2015 - additional information: siemens received one of the samples and tested it on advia centaur toxo g lot 061202, 061203 and 061206 and observed the following results: advia centaur toxo g: lot 061202, 12.6 iu/ml; lot 061203, 13.8 iu/ml; lot 061206, 9.00 iu/ml.. These results confirm the customer's observations. Siemens also treated the sample with a sc antibodies hbt and tested the sample with advia centaur toxo g lot 061203. The result was 20.0 iu/ml which indicates that the elevated result was not caused by heterophilic antibodies. Siemens tested the sample on the immulite 2000 txp assay (lot 410) and obtained a <5.00 iu/ml result. Siemens is continuing to investigate the issue and will test the sample for interference due to ana or ama.